Event description:
The customer alleged that the bed was alarming 0xa221 error code. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This incident was captured under hillrom complaint ref #: (B)(4).

Manufacturer narrative:
Upon inspection, the hrc technician noted that when the bed was plugged in the error message posted on the screen and the head continually raised with no visible sign of damage to the membrane. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Do the function checks as applicable for your bed. If the bed passes all of the checks for its configuration, do the necessary administrative tasks, and prepare the bed to be put into service. If the bed does not pass all of the checks, repair or replace the part as applicable. Do not put the bed into service until it passes all of the checks. Warning¿report to bed authorized maintenance persons any unusual sounds, burning odors, or movement deviations observed in the controls, motors, or limit switch functions. Check the cable connection between the mcb and bcb. Replace or connect the cable as necessary. Replace the bcb. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the control board to resolve the reported event. Based on this information, no further action is required.